Event description:
It was reported that when using the bd pyxis¿ es server, a machine to server communication outage occurred. The customer reported that all machines were not communicating with the server. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the investigation was requested for a machine-to-server communication outage. A technical support specialist (tss) confirmed that the reported issue was related to a known knowledge article titled sync 2.0 - all devices not communicating - deadline exceeded and had been escalated to the development team for further investigation. The tss identified that the problem involved intermittent loss of machine to server communication, believed to have occurred when the synchronization version 2.0 server service temporarily lost communication with the database server during a service restart or system reboot. The tss noted that although the synchronization service remained active, message acknowledgments and data exchange were blocked, resulting in a temporary outage without any data loss or corruption. The tss confirmed that connectivity was restored after restarting the data synchronization service on impacted devices and advised using this work around until a permanent fix could be delivered in a future software release. The system functioned as intended after the technical support specialist troubleshot the issue.